Manufacturer narrative:
The reported event was insufficient illumination intensity resulting in a dark endoscopic image before use. No patient harm was reported, and the procedure was performed using a spare endoscope. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 14-may-2026, pentax medical became aware of an event involving a pentax medical video duodenoscope model ed34-i10t2, serial number (B)(6) in china within the apac region. During inspection of the endoscope, insufficient illumination intensity resulted in a dark endoscopic image, rendering the device unusable. This malfunction caused a delay in the patient's endoscopic procedure. The procedure was performed using a spare endoscope. This event occurred before use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.